Manufacturer narrative:
Device analysis: visual examination of the returned device revealed stent damage. One of the struts in the middle section of the stent was raised. No kinks or damage were noticed along the hypotube. The balloon and tip sections of the device were visually and microscopically examined, and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. A review of the manufacturing documentation for both the top assembly batch and sub-assembly batch found that the device met its material, assembly, and product specifications at the time of release to distribution. The most probable root cause is determined to be operational context.

Event description:
It was reported that during a coronary artery drug-eluting stenting treatment procedure stent damage occurred. A 2.5x28mm taxus liberte drug-eluting stent had been selected to treat an unspecified lesion in the left circumflex (cx) artery. While attempting to advance the device, the physician encountered difficulty in advancing the device. It was reported that the degree of tortuosity of the patient's coronary anatomy was "important." When the device was removed it was noticed that a stent cell had been damaged. The procedure was completed with another of the same device. There was no serious injury reported with the patient's current condition listed as "stable."